Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery oscillator device stopped working. As a result, there was a five minute delay to the surgical procedure to obtain a spare device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; it was stated only that the event occurred during the month of (B)(6), 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The date of manufacture was unknown. The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device did not run when power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to a motor or electronic control unit assembly failure due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.